Manufacturer narrative:
Product was not returned for investigation. Pre procedural adverse event: access site bleeding: the root cause of access site bleeding was determined to be use issue because the oozing was managed by placing mattress sutures around repo sheath and hemostasis was achieved. Limb ischemia: the root cause of the limb ischemia was unable to be determined due to insufficient clinical details. Device history review: device with sn: (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Device status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use: as noted in the impella IFU section: potential adverse events - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that following impella cp implant, the access site experienced some oozing. A mattress suture was placed around the site and blood products were given to treat the condition. The following day, it was noted that the impella leg had limited pulsatility. No intervention was performed as plans were already made to wean and explant the pump the following day.